Manufacturer narrative:
Correction: g1 addtional information h6, h11 "an analysis of the product could not be performed since a physical sample was not received for evaluation. Lot 500032 and product code tvtexaunk are invalid for ethiconsarl, therefore no DHR review can be performed by ethiconsarl. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable." The internal complaint number is (B)(4).

Event description:
It was reported in clinical trial esc_2020_03 that patient (B)(6) experienced a hematoma, establishing a causal relationship with the study device.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available.the internal complaint's manufacture number is (B)(4).